Manufacturer narrative:
Good faith efforts to obtain additional information are in progress. A supplemental report will be filed if the information is received.

Event description:
It was reported that nrg transseptal needle was selected for use. During the procedure, energization was delivered. However, puncture could not be achieved, and no blood return could be obtained. The procedure was completed successfully by using different device, different model. No patient complication was reported.